Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit. (30 cm).

Event description:
A report was received that the patient was experiencing rib stimulation and chest pain. X-ray revealed lead migration. The physician believed that the lead migration caused the rib stimulation further causing chest pain. The patient was admitted to the hospital for chest pain. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.